Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in a 44-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). During support, a hematoma was noted at the impella access site. The patient required transfusion of 3 units of red blood cells. The reported event involves an access-site hematoma requiring blood transfusion. Access-site bleeding and hematoma formation are known risks associated with impella support due to large-bore arterial access and anticoagulation and purge requirements, as described in the instructions for use (IFU).

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section d catalog number was corrected